Manufacturer narrative:
The lot number of the complaint device was unable to be provided; therefore, the DHR was unable to be reviewed. A post-operative schema was provided. Cross-sectional static CT scans (post-operative) were also provided. Additional information was requested on 05/15/2025, 07/22/2025, and 09/18/2025, however, it was unable to be provided due to the implant occurring several years ago. The post-operative schema was reviewed. As indicated in the event narrative, the patient underwent a tevar procedure in which a relay plus device (28-m332155282290u) was implanted on (B)(6) 2018 to treat a chronic dissection. It was noted that there may be a discrepancy whether the catalogue number of the relay plus device is accurate due to insufficient information provided by the physician. However, the post-operative schema showed that the stent-graft did not provide a sufficient proximal seal zone to the aortic wall, as the proximal neck length is too short because the proximal end of the graft begins at the same location as the dissection / aneurysm. The event narrative indicated that the stent-graft diameter was smaller than the diameter of the vessel thus causing the stent-graft to migrate distally. Without pre-operative analysis of the patient's anatomy, the accuracy of the stent-graft selection could not be confirmed. Therefore, the root cause of the migration could not be confirmed. In regard to the reported failure of type ia endoleak, post-operative static CT images were provided and confirmed the entry of blood into the false lumen thus feeding the aneurysm sac. As indicated in the narrative, it is likely that the reported distal migration of the stent-graft created an insufficient proximal seal zone and proximal neck length; however, without analysis of the pre-operative imaging or post-operative imaging, prior to the reported migration of the stent-graft, the root cause of the endoleak could not be confirmed. It is evident that the flow of blood into the false lumen caused the aneurysm sac to increase in size, although the exact size increase was not able to be confirmed without proper image analysis. The event narrative indicates that the physician was considering what type of reintervention would be appropriate; however, without the additional information requested it could not be confirmed if and when the reintervention was performed. In conclusion, the lot number of the complaint device was not provided; therefore, the DHR was unable to be reviewed. With the limited information provided, the root cause of the reported failures of stent-graft migration and type ia endoleak could not be determined. The root cause of the reported failure of post-implant aortic disease progression was the type ia endoleak feeding the aneurysm sac. Endoleaks are known adverse events of tevar procedures.

Event description:
"Type ia endoleak due to stent-graft migration: on (B)(6) 2018, the relay plus stent-graft was implanted to close the entry of chronic dissection. At that time, relay plus products were sold by japan lifeline. The catalog number is 28m332155282290u to prepare this ppr, but the number may be different due to insufficient discussion with the physician. Probably because the size of the implanted stent-graft was slightly smaller than the native vessel at the time of tevar, migration of the stent-graft to the distal side occurred, and CT showed resumed blood flow from the entry in the distal portion of the left subclavian artery to the false lumen and enlargement of the aneurysm diameter (the circumstances leading up to this CT have not been reported.) The physician is considering whether to additionally perform 2-debranching tevar using a relay pro stent-graft or implant a najuta stent-graft (sb-kawasumi) from zone 0. Operation type: tevar for chronic dissection. Blood loss: unknown. Image will be able to be obtained. Pre-case plan available (see the attached schema). Additional information will be able to be obtained. (Tc#bm (B)(4))" patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
During an internal review, bolton medical, inc. Determined that the applicable standard operating procedure did not clearly define the reporting timelines for supplemental mdrs. We have initiated corrective actions to address this gap and will be documented in our quality system under CAPA-2026-0002. The lot number of the complaint device was unable to be provided; therefore, the DHR was unable to be reviewed. A post-operative schema was provided. Cross-sectional static CT scans (post-operative) were also provided. Additional information was requested on 05/15/2025, 07/22/2025, and 09/18/2025, however, it was unable to be provided due to the implant occurring several years ago. The post-operative schema was reviewed. As indicated in the event narrative, the patient underwent a tevar procedure in which a relay plus device (B)(6) was implanted on (B)(6) 2018 to treat a chronic dissection. It was noted that there may be a discrepancy whether the catalogue number of the relay plus device is accurate due to insufficient information provided by the physician. However, the post-operative schema showed that the stent-graft did not provide a sufficient proximal seal zone to the aortic wall, as the proximal neck length is too short because the proximal end of the graft begins at the same location as the dissection / aneurysm. The event narrative indicated that the stent-graft diameter was smaller than the diameter of the vessel thus causing the stent-graft to migrate distally. Without pre-operative analysis of the patient's anatomy, the accuracy of the stent-graft selection could not be confirmed. Therefore, the root cause of the migration could not be confirmed. In regard to the reported failure of type ia endoleak, post-operative static CT images were provided and confirmed the entry of blood into the false lumen thus feeding the aneurysm sac. As indicated in the narrative, it is likely that the reported distal migration of the stent-graft created an insufficient proximal seal zone and proximal neck length; however, without analysis of the pre-operative imaging or post-operative imaging, prior to the reported migration of the stent-graft, the root cause of the endoleak could not be confirmed. It is evident that the flow of blood into the false lumen caused the aneurysm sac to increase in size, although the exact size increase was not able to be confirmed without proper image analysis. The event narrative indicates that the physician was considering what type of reintervention would be appropriate; however, without the additional information requested it could not be confirmed if and when the reintervention was performed. In conclusion, the lot number of the complaint device was not provided; therefore, the DHR was unable to be reviewed. With the limited information provided, the root cause of the reported failures of stent-graft migration and type ia endoleak could not be determined. The root cause of the reported failure of post-implant aortic disease progression was the type ia endoleak feeding the aneurysm sac. Endoleaks are known adverse events of tevar procedures.